Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
(B)(4). During follow-up, non-sustained right ventricular oversensing episodes were noted with a loss of biventricular capture. Lead revision is anticipated. The patient's condition is stable.